Event description:
It was reported that the patient was experiencing difficulty in charging the ipg. It was also reported that the patients ipg had high impedance. The patient underwent an ipg replacement procedure and was doing well postoperatively. The explanted product was discarded by the facility and was not returned.

Manufacturer narrative:
Block b3: exact date unknown, event occurred three years ago.